Manufacturer narrative:
The t:slim g4 user guide states, "your t:slim g4 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with an elevated blood glucose (bg) level of 298 (mg/dl). Customer delivered correction boluses to address elevated bg; however, bg levels increased to 486 (mg/dl). System check with tandem technical support indicated pump was performing as intended. A review of the pump history indicated an auto-off alarm was received and dismissed the morning of the reported event. Customer was guided through a supply change and reminded that the auto-off safety feature can be modified or turned off. Recommendation was made to consult with health care provider to discuss diabetes management.